Event description:
It was reported that pump displayed malfunction code 12 with a fault ID but no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code appeared again.